Manufacturer narrative:
Underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the patient on 9/19/96. On 9/20/96 after iabp for 23 hours the iab leaked. Blood was noted in the catheter and the iab was removed by a cardiac surgeon. Event complications: unk - reported 9/27/96; none - reported 10/18/96. Patient's current status: in stepdown - rpt'd 10/18.